Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold and one opening curved on the posterior. Leak test and microscopic analysis was performed which identified: one sharp opening on the posterior and partial delamination on the plug strap disk shell (adhesive failure). A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on the posterior assessed as an unidentified (tear) opening. Partial delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implant due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and exchange from textured to smooth implant due to the patients concern with the product. Device remains implanted.